Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6), 2010. According to the complainant, the patient experienced bowel problems, emotional problems, pain, dyspareunia, urinary problems, and the need for additional surgery. All other information, including the patient's current condition, is unknown and reportedly unavailable.